Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative bypassed the memory module. The system operates as intended.

Event description:
The customer reported that the fluoroscopic x-ray would not display on the stenoscop system. No patient injury was reported.